Event description:
The customer contact reported a disconnection. The tubing set was being used to deliver an unspecified volume of normal saline via gravity. The option-lok male adapter of the tubing set was connected to the female adapter of an IV catheter and the spin collar of the option-lok was applied. After an unspecified length of time in use, it was reported that while the pt ambulated, the option-lok male adapter of the tubing set disconnected from the IV catheter. A leak of solution and an unspecified volume of blood loss were noted. It was reported that the option-lok male adapter was reconnected to the catheter and was tightened. The therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation, therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.